Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with telemetry interruption during defibrillation threshold (dft) testing. The merlin programmer displayed an error message and went blank, where no message or electrogram (egm) was displayed on screen. There was no ability to observe induction during appropriate therapy, or any ability to manipulate the ICD. Post shock, all functions were returned to the programmer and therapy delivery was unaffected. No other changes were reported and the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.